Event description:
Pt had arthroscopic rotator cuff repair (B)(6) 2016 using parcus 45 knotless 4.5mm peek anchors (1 anchor), lot 6246, expiration 05/12/2020, ref #10314. Pt had continued pain and crepitus so repeat arthroscopy was done (B)(6) 2017, where I was noted that the anchor was loose and was intermittently backing out. It was removed immediately. The pt had nearly complete resolution of symptoms within a week after the anchor was removed.